Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device split at its distal end. No information was provided regarding the procedure outcome. No information was provided regarding the patient's outcome. Boston scientific has been unable to obtain additional information to date, despite good faith efforts.